Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl [3000 mcg/ml] at a dose of 249.6 mcg/day, sufentanil [1000 mcg/ml] at a dose of 83.2 mcg/day, clonidine [300 mcg/ml] at a dose of 24.96 mcg/day, and ketamine [1 mg/ml] at a dose of .0832 mg/day. It was reported the hcp was calling about an 8476 error code (motor stall) that was seen on the patient¿s personal therapy manager (ptm). The patient was scheduled for a refill the day of the call. The patient did not recently have an MRI. The representative said that the patient¿s chart showed the last MRI being performed back in 2012. The representative had not confirmed that with the patient. The representative did not have the event logs, and the patient was no longer there, so she did not know when the motor stall first occurred. Reported symptoms included nothing more than the patient¿s normal pain. There were no new changes in therapy. No further patient complications were reported.